Event description:
A hospital reported to our distributor that three iw930 cosycot infant warmers were leaning in one direction. No patient consequence was reported.

Manufacturer narrative:
Method: only the infant warmer bases were returned for evaluation. All three bases were fitted with the elevator module. The height at each corner of the base frame of each base assembly was measured to determine the direction and extent of the lean. The bases were then dismantled and individual components were measured to identify the cause of the lean. Results: on all three bases, the back left corner was lower than the back right corner indicating that the infant warmer when assembled with the base would lean to the left. Of the three base frames, two were flat and one was twisted. Each of the left rear legs from the bases had cracks in the plastic ribs on the underside. All ball joints on the elevator mechanism pull rods had bent studs. Conclusion: the damaged bases and subsequent leaning of the cosycot was mot likely due to overloading. We have an open CAPA to address this issue and a corrective action is underway to inform users of the maximum weight for the cosycot infant warmer and to inspect the bases, as required.